Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead exhibited intermittent undersensing. Programming changes on the atrial sensitivity was performed on (B)(6) 2026. The patient was in stable condition.